Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an explant procedure. The explanted device components will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5179087/5178916.